Event description:
There was an allegation of questionable results for approximately four samples from the cobas 8000 cobas ise module (double). Of the data provided, only the results for potassium were reportable malfunctions. Example 1: the initial result was 4.6 mmol/l, and the repeat result was 5.5 mmol/l. Example 2: the initial result was 4.3 mmol/l, and the repeat result was 5.1 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer cleaned and reseated all the electrodes, cleaned the reaction sample chamber and the ise nozzle, and cleaned the vacuum valve. He ran precision, calibration, and qc, with all results within the acceptable limits. The investigation is ongoing.